Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one (1) 5.0mm hex flexible screwdriver (part 03.037.028, lot 9298607, manufactured february 24, 2015) was returned with a complaint stating that the screwdriver would not engage with the locking mechanism of the nail. The complaint could not be confirmed at customer quality without the mating components. It is also uncertain if the same flexible screwdriver was used successfully with the replacement nail. The overall balance of the flexible screwdriver was in good condition. Measurements were taken of the outer diameters of the shaft and were found to be in specification. Although the definitive root cause could not be determined, it is likely that user error or interference with the iliac bone contributed to the improper alignment of the flexible shaft and the locking mechanism. A visual inspection, functional test, device history review (DHR), and drawing review were performed as part of this investigation. Per the technique guide, the returned instrument is part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system. It locks/unlocks the locking mechanism section of the nails. The relevant product drawings were reviewed. Outer diameters (od) of the shaft were measured. The measurements were all in specification of the respective drawings. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, there was a loss of reduction while removing the first nail. The surgeon re-reduced the fracture and continued with the surgery to insert a new nail. No harm to patient other than the surgical delay. Updated concomitant devices: connecting bolt (part 03.037.010, lot 9268517 and 9268516, quantity 2); 5.0 flexible screwdriver (part 03.037.028, lot 9298607, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part # 03.037.028 lot # 9298607; manufacturing location: (B)(4); manufacturing date: 24.feb.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2016 due to the patient had fallen and broke their left hip. While the surgeon was using the flexible screwdriver, the nail¿s locking mechanism would not lock and the flexible screwdriver would not engage with the nail. After several attempts the surgeon was able to pull the nail out and was able to insert a second nail with no issues. There were planned x-rays taken during the procedure with no medical or surgical intervention. It was reported that although there was a surgical time delay of thirty-five minutes; the surgery usually takes fifteen minutes and there was no additional anesthesia needed, just continually monitored the patient. It was also reported that there was only an issue with the nail however, the connecting screw and flexible screwdriver will be included with the return as the reporter was unsure if the flexible screwdriver had an issue as well since it would not engage with the nail. The surgery was successfully completed. The patient status outcome is stable. Concomitant devices reported: unknown connecting screws ¿ part# - unknown, lot# - unknown, quantity# - 2; and unknown nail ¿ part# - unknown, lot# - unknown, quantity# - 1. This report is 1 of 1 for (B)(4).